Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was experiencing discomfort and irritation from the ipg. The patient also reported displacement of ipg. The patient underwent an ipg explant procedure. Th explanted ipg was not returned to bsn as it was not released by facility.